Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading lowered to 26 mg/dl. The customer reported the low blood glucose was caused by over-bolusing with 120 units of insulin. The customer treated their blood glucose with a glucagon injection. The customer's current blood glucose reading was 263 mg/dl. The customer was assisted with adjusting the time on the insulin pump. The insulin pump will not be returned for analysis.